Event description:
It was reported that the device was programmed to infuse 55ml while using a 60ml syringe. When the infusion was completed, it was found that there was 5ml residual left in the syringe. Although the patient's treatment was extended in order to give the full medication dose, the customer stated that there were no adverse event to the patient.

Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors. Review of the device error logs found no errors during the time period of the reported event. Analysis of the pcu event log shows pca s/n (B)(6) was programmed to infuse a pca dose only infusion of drugid 174 through guardrails at 10:34 am on (B)(6) 2019. Each pca request delivered 1ml at 150ml/hr. The infusion ran until 10:41 am, when the user changed the infusion mode to continuous only and started the infusion. The continuous rate was 1ml/hr. At 10:44 am, the syringe clamp was opened. At 10:47 am, the user reprogrammed the infusion, however the continuous rate was changed to 6ml/hr. The infusion ran until 4:08 pm when the device was channeled off. The volume recorded as being infused during this period was 33.0106ml. Functional testing performed found the device operating within specification. The root cause of the reported underinfusion was not identified.

Manufacturer narrative:
Patient information requested but not provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was set to infuse 55ml, when infusion was completed, there was still 5 ml left in the syringe". There was no patient harmed.